Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The inner insulation of the lead was observed to have blood ingression. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. The analyst noted the full lead was returned in segments. The distal segment has a lead removal wire in the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. During the ra lead replacement procedure, the right ventricular (rv) lead also became dislodged due to a lot of adhesions. Both leads were explanted. No patient complications have been reported as a result of this event.